Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing device was removed and a new app was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced infection leading to the revision surgery. No more information available at the moment. Should additional information become available, it will be provided.